Manufacturer narrative:
Additional information: it was reported that the physician thought there was a stent fracture only to the proximal stent. Patient was on dapt at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
The physician treated a right coronary artery with severe calcification. The lesion was non-tortuous. Lesion pre-dilation was performed due to the calcium using a sprinter balloon and a non-medtronic balloon. After that the physician implanted a 3.5x15 mm resolute onyx at 12 atm in the middle segment and a 4.0x15 mm resolute onyx stent at 16 atm in the proximal segment. The result was reported to be perfect. Approximately 4 months later the patient returned to the hospital due to pain. The physician pre-dilated the same area where the resolute onyx stents were using a sprinter balloon and implanted two non-medtronic stents. It was also reported that the physician thought there was a stent fracture. Patient is reported to be ok. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.